Event description:
It was reported that the air dermatome handpiece thickness graft was different from usual. There was pt involvement, more skin had been cut off than usual, no alternate device was retrieved for use and the surgery went on with a delay of approx 10 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicated that the device was manufactured on 04/25/2011 and was previously returned to medicrea for repair on(B)(4) 2013 for a non-related event. Eval of the device observed it was out of calibration. Repair of the device included replacement of the motor, thickness control lever and standard repair parts. Improper handling by the user most likely caused the device to out of calibration specs, which most likely caused the customer's reported event. The device was serviced and returned to the customer.